Event description:
It was found that the center column was not locking in the full up position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.